Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading at time of the call was 313mg/dl. It was reported the customer treated his high blood glucose at night and customer went low due to over infusion of insulin. Troubleshooting was not performed because the device was not available at time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.